Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 274661. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 468 physical samples and 3 picture samples were received for evaluation by our quality team. 462 of the physical samples came in the packaging blister and 6 physical samples were received with no packaging blister. The 6 samples were all inspected, not finding any defect or imperfection. Regarding the 462 samples, 100 were randomly selected and visually inspected finding no defects or imperfections. One of the photo samples shows a top web packaging blister and the second photo shows the bottom part of a syringe; it has what appears drops of silicone. The third photo shows the syringe and on the side the top web packaging blister. Investigation conclusion: based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Root cause description: the cause for this defect could have resulted from silicone droplets that are applied to the inner wall of the barrel and to the barrel stopper. The silicone is medical grade silicone. Rationale: further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that condensation was found in the "2 ml of airspace" in the bd luer-lok¿ tip syringe before use. The following information was provided by the initial reporter: "I work in a hospital IV room and I noticed what looks like a tiny amount of condensation in the 2 ml airspace of the bd 50ml luer lock syringes."